Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Event description:
Patient reported left side capsular contracture, baker grade unknown and rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "painful capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade unknown and rupture. Healthcare professional later reported "painful capsular contracture baker grade IV". Later physician reported "lymph nodes, small cyst". Device has been explanted and returned to manufacturer.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture was received on november 21,2025, with lot number 1822650. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and openings assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (stress marks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.